Event description:
Reporter alleged the blood glucose device generated a result prior to the test strip being dosed with blood or control solution. Reporter stated being unsure of the numeric value of the reading. No actions were reportedly taken or treatment received as a result. A request was made for the return of the suspect product and replacement product was sent.